Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2020, mentor became aware that the patient will go explantation of devices on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with 425cc mentor memorygel breast implants on both sides and was presented with bilateral capsular contracture; baker grade IV. On (B)(6) 2020, mentor became aware that the patient will go explantation of devices on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On july 28, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/13/2020, mentor became aware that date of surgery has been moved to (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020 on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, mentor became aware that the replacement devices used on (B)(6) 2020 were: right: catalog number: 3504251bc; serial number: (B)(6) ; left: catalog number: 3504251bc; serial number: (B)(6) this supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient experienced capsular contracture; baker grade iii on the left, and IV on the right. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 11, 2020, mentor became aware that patient's age was 37. Hence, field a2 has been updated from 34 to 37 on this form. Also, mentor became aware that the patient will undergo bilateral exchange with new silicone implants on (B)(6) 2020. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).